Manufacturer narrative:
MFR has completed its analysis of returned infusate and results are as follows: hpcl analysis of returned samples showed following drugs wer present in sample: fudr (0.6mg/ml), leucovorin calcium (1.1mg/ml), and dexamethasone phosphate (0.009mg/ml). Particulates were observed in onee returned sample; however, it was not possible to detect particulates compostion using available method of analysis. A review of device history record was performed on this part/serial number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on available info, device sideport septum dislodgement appears to be due to over pressurization of device sideport while attempting to clear a catheter occlusion with a 3cc syringe (note: page 25 of devie clinician's manual cautions that syringe size be 10ml or larger to avoid overpressurization conditions). Due to unavailability of device for analysis, cause of intital catheter occlusion and resultant device slow flow could not be determined. No further details are available. MFR is now closing its file on this event.

Event description:
The device was implanted on 10/21/96 for infusion of fudr, leucovorin, dexamethasone, heparin and normal saline through the hepatic artery. On 12/10/96, the facility nurse contacted a MFR nurse and reported that the device was refilled on 11/21/96 and the following refill data was 14 days, flow rate (fr) =3.0ml/day. The device pocket was within normal limits. The device reservoir was filled with 49.25ml fudr 300mg/leucovorin 350mg/dexamethasone 28mg/heparin in 50,000u. The previous device refills had refill data similar to this. The pt is receiving chemotherapy for two weeks alternating with two weeks heparin/normal saline. On 12/5/96, the rv=36ml, rp=14 days, fr=1.0ml/day. The device was accessed and found to be occluded. The facility nurse attempted to instill urokinase; however, she was unable to do so with a 10cc syringe. The surgeon ordered urokinase instilled slowly with a smaller size syringe. This was done using a 3cc syringe, and after approx. 45-60 minutes of incremental injections of very small amounts of urokinase, the device was found to flush easily. The device reservoir was filled with 50,000 heparin/normal saline in 49.5ml. The pt returned today (12/10/96) for a chemotherapy refill since she had not received a full dose during the last cycle and the following refill data was obtained; rv=47ml, rp=5 days, fr=0.5ml/day. The device was accessed and was found to be patent. The device pocket was benign. The facility nurse reported that the only device access, other than the 12/5/96 access, was "for a study done soon after surgery." The facility nurse also stated that "since the MFR's device refill kits have not been available due to a backorder", the facility has used the MFR's needles and refill tubing sets with a 60cc syringe for emptying the device. The facility had not added the tubing volume to the residual volume. On 12/10/96, the refill tubing was not available and the volume of the tubing was not known; however, the facility nurse stated that it was small volume tubing. The device refill volumes of 49+cc rather than 50cc occurrred because that was the drug volume and add'l normal saline was not added. The MFR nurse then recommended the device be filled with heparin 50,000u/ns=50ml. She then discussed the device sideport diagnostic study (to confirm device cathether and device flow path are intact and patent) with the physician and discussed the cautions associated with device use with the facility nurse. The MFR nurse also recommended the residual volume from today;s refill be saved until this is discussed with the MFR. The facility nurse stated that today's residual volume contained "a few mucous shreds." The MFR nurse determined that the access through the skin and subcutaneous tissue occurred with an unclamped system; however, the facility nurse stated that the shreds seemed to appear near the end of the emptying period. The solution was otherwise clear.